Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) has been completed. As received, the monitor would not power on. Upon eval, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn 52043198s. Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor sn (B)(4) and reported that the monitor was resetting.